Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's continuous glucose monitoring system displayed an unrecoverable loss of antenna. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The receiver data log was provided by the patient. Review of the data log found that the transmitter was out of range for over three hours; however, the readings came back. The reported event cannot be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of unrecoverable loss of antenna passed threshold. The root cause was determined to be a defective transmitter.